Event description:
It was reported that the pt underwent a sling procedure 2004. The pt had significant pain and had difficulty abducting one of their legs. The tape was removed and replaced the folllowing day. The pain improved but the neurological symptom persisted. A neurosurgeon was consulted and his opinion was that the weakness would resolve over time.